Event description:
It has been reported to philips that the wireless footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the philips field service engineer, the charger of the wireless footswitch was broken. The system was not in clinical use when the issue was identified. The customer has a wired footswitch available that has been used when the wireless footswitch was not working. The customer stopped using the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per instructions for use, before using the system, check that the wireless foot switch functions with the system. You should ensure that the battery of the wireless foot switch is fully charged prior to using it. Take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, connect a wired foot switch to the auxiliary foot switch connector. The failure can be identified before use and the wired footswitch can be used to mitigate, therefore the issue is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.